Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of the colon in a laparoscopic colectomy, the stapler was not able to fire although the surgeon was able to press the green button and squeeze the handle. It was replaced by another device to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.